Manufacturer narrative:
There is no evidence of a device malfunction. The device and log files were not available for evaluation and the cartridge lot number was not provided. The available information indicates that the device was functioning as designed and that alarms were generated as intended. The user guide provides instructions regarding proper connection of the luers during treatment.

Event description:
The home therapy nurse reported that on (B)(6) 2015 the patient's caregiver found the patient unconscious and with blood loss which occurred from a venous line that disconnected from the patients vascular access. It was reported the venous line had not been properly secured. Emergency services were called and transported the patient to hospital, estimating the blood loss to be approximately 4l. Treatment included intubation, admission to the ICU and blood transfusions. The patient recovered and was discharged home on (B)(6) 20/15. The patient is dialyzing in center while he is improving.